Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm drops and vibrating once mics trigger is engaged in haptics. Mps already spoke with fse. Surgery completed robotically.

Event description:
Mps reported arm drops and vibrating once mics trigger is engaged in haptics. Mps already spoke with fse. Surgery completed robotically.

Manufacturer narrative:
Reported event: case number mps reported arm drops and vibrating once mics trigger is engaged in haptics. Mps already spoke with fse. Surgery completed robotically. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: found broken j5 cable. Replaced j5 transmission cables, propagated and verified cables tension. Observed brake lamp is out. Replaced and verified. Completed all testing and verification¿s on robot. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 8/31/2010 with no relevant reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.